Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the metal portion of the grasping section bent at the proximal end. It was noted that the outer sheath of the insertion section was loose. It is believed that the reported phenomenon may have been caused by the excessive force applied to the device.

Event description:
Olympus was informed that during an unspecified procedure, the distal tip of the device broke off inside the patient. It is unknown whether the tip was retrieved; however, there was no report of patient injury. No additional information was provided.